Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise episodes on the right ventricular lead were observed. No intervention has been performed. Additional information has been requested but has not yet been received.

Event description:
Additional information was received indicating the noise episodes led to oversensing on the lead. The patient was in stable condition.